Manufacturer narrative:
A philips remote service engineer (rse) provided a quote for the speaker assembly per the customer's request. No additional information was provided. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient intellivue mp5 indicating that a speaker assembly part quote was requested. The customer indicated that the request is associated with a defect device but declined to provide further details on the defect. It is unknown if the device was in use at time of event, and there was no adverse event reported.